Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device use error "these essure coils have been stretched. The first essure coil is 11 cm. Long with a diameter of less than 0.1 cm. The second essure coil is 20 cm long with a diameter of less than 0.1 cm". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "pelvic pain ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device use error "these essure coils have been stretched. The first essure coil is 11 cm. Long with a diameter of less than 0.1 cm. The second essure coil is 20 cm long with a diameter of less than 0.1 cm". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "pelvic pain ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: medical records received. This case is medically confirmed and valid. Previously reported unspecified event ¿injury¿ was updated to more specified event¿ pelvic pain". New event of these essure coils have been stretched. The first essure coil is 11 cm. Long with a diameter of less than 0.1 cm. The second essure coil is 20 cm long with a diameter of less than 0.1 cm added. Patient date of birth and reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.